Event description:
It was reported by the customer that on (B)(6) 2010 the fiber cap had detached at 37,893 joules. The cap was subsequently retrieved and no patient injury was reported. An examination, conducted by an american medical systems quality engineer, disclosed that the cap had fractured and had partially broken off.

Manufacturer narrative:
A failure analysis report was generated by an american medical systems quality engineer. The examination disclosed that the fiber cap had fractured and had partially broken off; the cap either broke off or the entire cap slid off. The examination also disclosed that burnt glue on bevel portion was generally evident and that the cap fracture or breakage was associated with a lack of cooling. The 2090 fiber endures a higher power, has a reflective cap area, and may be subjected to more heat, especially if cooling is blocked by tissue contact. Tissue contact creates char which further insulates the cap from cooling and increases heat by absorbing energy. The heat contributes to devitrification and associated weakening of the glass, making it subject to breakage from melting or mechanical or thermal stress. Glue burning increases pressure in the cap. Energy reflected back at the fiber cap from a scope, seed, stone or otherwise may have contributed to and/or created any melting in the crater area of the cap. The fiber may melt at the cap mouth resulting in cap detachment. The root cause of the device failure was determined to be tissue contact and embedment. No patient injury was reported. The product labeling (product insert 0127-1410) warns that tissue contact or tissue probing may cause fiber damage or breakage. The cap was retrieved from the patient and no patient injury occurred. The product labeling also warns of possible cap detachment in the patient and instructions for retrieving.